Manufacturer narrative:
B3: event date unknown device evaluation: one device was found. A visual inspection found no physical damage. During the functional testing, it was found that the dso sensor was not working within specification, confirming the customer complaint. The cause of the issue is unknown. The dso sensor was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the pump displayed an occlusion alarm. The incident was observed during a functional test in the workshop. No further information is available.